Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an exploratory small bowel resection procedure, while transecting the small bowel, the surgeon was able to completely squeeze the handle and the handle return to the open position following the first full squeeze of the handle. It also remain in the closed position following the second complete squeeze, but it did not fire. This happened using two reloads which caused tissue damaged. Bowel section 3-5 inch section was unusable and had to use a different section of bowel. Another resection was done and this time manual stapler was used to complete the procedure.